Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.

Event description:
The user facility reported that when the involved angio-seal evolution was pulled back to deploy, the suture broke and left behind the foot. A 6fr procedural sheath was used. Hemostasis was achieved by manual pressure. The procedure was successful. The patient was reported to be in stable condition. Additional information was received (B)(6) 2019. It is their practice to always perform a pre-deployment angiogram and would not have attempted angio-seal closure if patient was not suitable. Patient was monitored post procedure and given that distal pedal pulses and femoral pulse remained intact, no other diagnostic measures were taken, due to anchor left in patient. Reporter stated that no disease was appreciated on pre-deployment angiogram of access site artery. The device operated normally without need for additional pull force. They assumed that the anchor was in the patient since they could not see it on the end of the suture when the device pulled out, and that the anchor was not on the end of the broken suture after device broke and pulled all of the way out. No testing was done to locate the missing anchor. Reporter could not confirm exact location of anchor other than assumed in the patient somewhere due to it not being attached to the suture. There was no medical or surgical intervention performed to remove the anchor.